Event description:
Pt was ordered to receive topotecan (1.25 mg/m2) 2.6mg to infuse over 24 hours as continous infusion daily x 5 days via pump. Pump was set at 2.0ml/hour to deliver 1.25mg/m2. Pt received 6.25 mg/m2 in 9 hours instead of 120 hours (5 days).